Event description:
585 days after the index procedure, the patient had a mace event during the follow-up period. The event was reported to be restenosis/treatment of a new or previously treated lesion. The target lesion was reported to be the distal right coronary artery (rca). The event was reported to be a serious event, moderate in severity. The restenosis was treated by percutaneous transluminal balloon angioplasty (ptca). The event was reported to be unrelated to the device and unlikely related to the procedure. The patient's hospital duration was two (2) days and the event was reported to be resolved without sequelae. The indication for the index procedure was stable angina class ccs2. The patient was reported to have two (2) vessel coronary disease.